Manufacturer narrative:
(B)(4). Batch # r58p95. Investigation summary: the ec60a device was received for analysis with the anvil closed and with an ecr60d cartridge loaded on the device. The cartridge was received partially fired 2/3. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. The partially fired is consistent with an incomplete or interrupted cycle. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the jaws did not open after the firing. The jaws did not open after the firing. The jaws did not open when a nurse checked the device before firing whether its jaws opened/closed properly and the jaws did not open after the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.